Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composite mesh (composix) on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the composite mesh (composix). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2(outcomes attributed to adv ev) b3, b4, b5, b6, b7, d3 (manufacturer), d4(product catalog no., corporate lot no.), d.6b, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composite mesh (composix) on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the composite mesh (composix). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2007 - patient was diagnosed with chronic incarcerated ventral hernia, blood in stole, significant intrabdominal adhesion thereby underwent open repair with the implant of composix mesh. Per operative notes, ¿a composix mesh was placed and sutured.¿ on (B)(6) 2018 - patient was diagnosed with sepsis, elevated lactate, ischemic bowel, adhesion thereby underwent open repair with the explant of composix mesh. Per operative notes, ¿composix mesh was removed.¿ on (B)(6) 2019 - patient was diagnosed with recurrent ventral hernia thereby underwent robotic assisted repair with explant of composix mesh and implant of biological mesh. Per operative notes, ¿composix mesh was fully removed. A biological mesh was placed and sutured."